Event description:
It was reported that this implantable pacemaker was attempted to be implanted. After the pocket was closed it was noticed that the device exhibited noise and intermittent loss of capture. Troubleshooting was attempted with no success and finally it was decided to open the pocket and replace this device. No adverse patient effects were reported.